Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump booted to the verify screen with a faded and discolored display; the display screen was removed and replaced with a test screen and the display returned to normal.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was dim and fading. The reporter noted that screen was easier to read in the dark. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.